Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, no device analysis could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm, it was found that the tubing on the transfer set separated from the patient connector of the transfer set during use on a home patient (hp) causing a leak that wet the bed. The technical service representative assisted the hp in ending therapy and advised the hp to speak with the nurse. During follow up, it was found that the hp went to the clinic and had the transfer set changed. No patient injury or medical intervention was indicated in association with this report. Additional information was requested and is not available.